Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was selected for use. A small hematoma was observed prior to the angio-seal being used. The patient was of average size and the device was deployed in the left femoral artery. Blood was returned from the blood inlet holes, but the collagen remained above the skin. A small slit was made in the patient's skin and the collagen was pushed in. Manual compression was held for seven minutes in the cat lab to achieve hemostasis. Two sutures were placed in the patient's skin. A pressure bandage was placed and the patient remained immobile for four hours.